Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to experience headaches, pneumonia and nodules in throat and lungs,difficulty breathing,respiratory issues related to a bipap device's sound abatement foam.the patient was hospitalized and did receive medical intervention. The patient reported using an ozone based disinfection device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect-clinical code was missed to capture, now it is corrected and updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience headaches, pneumonia and nodules in throat and lungs. The patient was hospitalized and did receive medical intervention. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).